Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: 17g x 3.5 in. Bd perisafe¿ weiss epidural needle (fixed wings). Device expiration date: unknown. Initial reporter phone #: an additional phone # was provided as (B)(6). Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample or lot number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the tray cse whit27g4.7 we17g3.5 swc x3795 experienced leakage. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. There has been some more issues with the epidural catheter inside this cse tray.